Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported at a routine control on (B)(6) 2019 that the child no longer wants to use the device on the left side. Aided testing showed a decrease in hearing thresholds for this side. Aided speech testing has also declined.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received yet. This is a final report.

Event description:
The parents reported at a routine control on (B)(6) 2019 that the child no longer wanted to use the device on the left side. Per new information received, the recipient was re-implanted on (B)(6) 2019. Per device explantation report, the electrode lead was found damaged prior to removal. The lead was also found dislocated from the channel on the skull. Despite several requests, the explanted device has not been received for investigation yet.